Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 bilateral lumbar fusion where rhbmp-2 was mixed with autograft and allograft and placed inside peek cages, and implanted via a transforaminal approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.